Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after the intraocular lens (iol) implantation surgery, the physician noticed that the markers on the toric lens was not aligned on a single axis. The surgery was completed on the same day. Additional information has been requested but no information is available at the time of this report.